Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer mentioned that they had 5 infusion sets fall out because they would not stick. The patient's blood glucose level was 174 at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer is not sure if the batteries they use are (B)(4) aaa alkaline batteries. The customer was informed that a new battery cap will be shipped to them. The customer was advised to revert to their back up plan until the battery cap arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.